Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. According to the patient, on approximately (B)(6) 2024, the patient was feeling horrible, sick and was throwing up. That evening around 07:00 pm an ambulance was called by the patient¿s daughter. Emergency medical technician (emt) performed a fingerstick and stated that the blood glucose reading was ¿sky high¿. No cgm reading was reported from that moment, but the patient stated the event was caused by inaccurate cgm readings. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was 700 mg/dl. The patient received treatment but was not able to provide any details regarding this. The patient was discharged after 6 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.